Manufacturer narrative:
In this case with limited information available, there is nothing that indicates that the nerve problems experienced by the patient are related to the product. It is rather a surgery related complication. The device was evaluated and found to be within specification.

Event description:
According to the available information, a (B)(6) year old male patient received one osseospeed tx 5.0s - 9mm dental implant, on (B)(6) 2020 in position 31 (fdi # 47). The patient reported persistent paresthesia after the operation and the implant was removed on (B)(6) 2020. No information is available concerning the patients present status. Nerve problems are a well-known complication during implant surgery in the posterior region of the mandible.